Event description:
Customer reported on 03rd june from switzerland that their elvie stride caused cracked nipples. The customer alleged that the elvie stride caused serious damage to their nipple which subsequently lead to lesions. Customer was seen by a healthcare professional received 30 laser sessions to repair the nipple.

Manufacturer narrative:
The customer care team have requested that the device is returned for analysis and offered a replacement product. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.